Event description:
Customer reported a collimator iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge rep on 9/14, called the customer found that the system was operational and not available for service until next week. On 9/20, called and left a voicemail asking to schedule service customer, didn't call back. On 9/22, called again to schedule service and the system was unavailable.